Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: sudden loss of vision. No negative impact in state of health reported. Version bb: the following information was provided on (B)(6) 2026: "dr. Couldn't complete the surgery, and it requires second sitting to complete the procedure." Due to that fact, this case is deemed reportable.